Event description:
It was reported that the system controller was not passing the self test and had no indication it was on. A log file review was requested. The log file captured routine events, there were no notable alarm conditions or parameter changes. Technical services recommended exchanging the controller is the patient can tolerate it.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the controller did not pass the self-test was not confirmed. The system controller was not returned for analysis; however, a log file (a4141815) was submitted for review with events spanning approximately 36 days (09mar2021 ¿ 14apr2021 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. Multiple attempts were made to obtain additional information regarding the event (including the serial number of the system controller, if the system controller was exchanged and will be returned); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. To date, the system controller associated with the reported event is unavailable and the complaint file will be closed accordingly. If the product is returned at a later time, the complaint will be re-opened. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ instructs the user on how to properly perform a daily-self test. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.